Manufacturer narrative:
Inner lumen of y-piece (carlens adaptor) is too narrow. Batch paperwork: batch records indicated no such problems with this order. Retain sample: retain sample carlens adaptor was examined and inner lumen was found to be partially occluded. Cause; returnd sample carlens adaptor was examined and inner lumen was found to be partially occluded. Closer examination of returned sample revealed small flap of excess plastic in one of port where smaller diameter tube joins connector. This thin flap is secure and not loose but has partially occluded inner diameter. This excess plastic has been traced to very specifica based moulding campaign. This is two cavity mould and "wear" on core pin caused internal flash on problem order. This deterioration in core pin is caused by normal "wear and tear" and is not apparent or detectable on visual inspection of mould. Summary of analysis: quality: no death or permanent injury to pt reported. Confirmed: reported problem was detected on examination of returned unit. Justified: there is evidence to suggest that reported problem occurred in house. Corrective action / comment: (a) mould in question has been repaired and training programs has been revised to include careful visual inspection of injection moulded parts since mould wear of this nature is not apparent on tool itself. (B) recall of above lot number has been initiated. All production machine operators are presently undergoing retraining on all functionality / quality aspects. This will include production team leaders.

Event description:
Complainant stated that the inner lumen of the y-piece is too narrow. However, on evaluation internal flash on the carlens adaptor was found to be the problem.